Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after use of the foley catheter, urine leakage was found near the base of the catheter, and its use was discontinued.

Event description:
It was reported that after use of the foley catheter, urine leakage was found near the base of the catheter, and its use was discontinued.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with syringe. Visual inspection noted no obvious visible observations. The balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), urine lumen filled with water. No leakage present. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. The reported event is unconfirmed; a labeling review is not required. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Correction: d,e,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.